Event description:
The surgeon was performing a unicondylar knee replacement with the robotic arm interactive orthopedic system (rio) and the restoris mck system, which resulted in a tibial fracture during the impaction of the implant. The surgeon determined that the proper course of action was to repair the tibial fracture with a plate. The procedure was completed successfully and the surgeon was satisfied with the outcome.

Manufacturer narrative:
As part of normal complaint f/u an investigation was performed at mako surgical with regards to this issue. The investigation for this complaint was completed by using the files and system logs provided by the makoplasty specialist from the rio system used during the procedure. This was the surgeon's first mako unicondylar knee replacement with the robotic arm interactive orthopedic system (rio). The surgeon fractured the medial plateau during final tibial base plate impaction. The surgeon commented he was hitting the impactor too hard given the pt's soft bone and small size. Root cause analysis demonstrated that the most likely cause is therefore the impaction technique combined with the pt selection. The surgical technique guide (B)(4) was reviewed and found to include a warning: "...care should be used when inserting (impacting) a trial or implant. If the initial fit is too tight, impaction could damage the bone...". The makoplasty specialist was also able to provide further update on (B)(6) 2012 regarding the surgical procedure and stated that the pt was doing well nd the surgeon was pleased with the overall outcome. The surgeon (who typically does total knee replacements) reiterated that the impaction technique used during the procedure was too aggressive for this pt's soft bone as well as for unicondylar knee replacements in general.